Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent epigastric hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent abdominal wall mesh explantation and ventral hernia repair surgery on (B)(6) 2017 during which the surgeon noted extensive omental adhesions to the posterior aspect of the mesh. He performed a lysis of adhesions with sharp dissection. He explanted the mesh by sharply excising it from the abdominal wall using scissors and electrocautery. The hernia was repaired using biologic mesh. It was noted there was a contracted intraperitoneal abdominal wall mesh. It was reported that the patient experienced severe pain, hernia recurrence, dense adhesions, loss of appetite, inflammation, scarring, stress and anxiety. No additional information was provided.